Event description:
It was reported that the interconnect cable on the 9600 system is damaged and needs to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Theinterconnect cable was replaced during the service call. The system was tested and found to be working as intended, and put back into service.